Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that the implant at tooth site #3 lost integration and was removed. It migrated close into the sinus, but did not go in. The implant was removed and site grafted. Additional appointment required: yes, future implant. Symptoms as a result of the event: none.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv,3.7,8, mtx, mg (tsvtb8) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Functional testing could not be performed since the product was not returned. No pre-existing conditions were noted on the per. The device was intended for tooth # 3. X-ray images were provided (file: x-ray). The device position defers from one image to another confirming the reported migration event. Appropriate documentation was reviewed. DHR review for the lot (1222987) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot number (1222987) for similar events and 1 other complaint was identified. Based on the available information, device malfunction could not be verified. However, the reported event has been confirmed following x-ray evaluation.